Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was intermittent freeze ups requiring a reboot, problems with booting, and problems with freezing on shut-down. The computer was replaced in september. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The field service engineer (fse) logged off and logged on to different applications without any issue. They tried to pull exams from electronic picture archiving and communication systems (pacs) and all worked fine. The customer confirmed the system froze several times in the past weeks and they had to make a hard reboot to fix the issue, so the fse decided to replace the computer and re-install all the software applications and restored and tested all the setting including the network, pacs and microscopes calibration files. Replaced the mouse as well due to intermittent issue it causes. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mouse was returned to the manufacturer for analysis. Analysis found that when connected to a known good computer, the mouse functioned as intended. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. Intermittent video distortion was observed. A seatools long test, memtest86, and phd test were performed. Each passed testing with no errors. After clicking on the"set up equipment" option in the cranial program the software would go to the blue stealth screen and freeze. The engineers suspected that the reported issue was caused by an intermittent motherboard problem. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.